Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, an audible alarm was noted, and infusion stopped. Subsequently, the cassette was changed. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information: h6, h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received without their original packaging, in used condition, decontaminated and inside in a plastic bag. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. Visual inspection did not present any damaged, kink, cut or condition that could cause failure mode. The sample was received without a blue clip. During the functional testing, the sample was fully primed and connected without difficulty, the pump was set running and no alarms were activated. Complaint was not confirmed. The root cause was unable to be determined. No action was taken.